Manufacturer narrative:
The root cause is intentional device misuse by the consumer. The consumer noted that they did not have it on their back; I put it on my ribs for muscle pain. There was limited device-specific information provided for this complaint and no batch number was available for evaluation. Without a batch reference number, a manufacturing and technical assessment cannot be completed for the wrap involved in this case. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risk of burn and other skin irritations. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection to ensure packaged product quality. There are pre-identified risk factors that could cause a burn/blister listed in the hazard analysis ((B)(6)). In addition to these hazards, there are multiple risks that are outside the control of the site. These include things like age, skin conditions, medical conditions, device use error and off-label use. The warning labels on our products are used to address these risk and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations.

Event description:
On 15-jan-2026, this spontaneous report was received regarding a female consumer (age not provided) in association with a thermacare lower back and hip heat wrap. On an unspecified date, the consumer applied a thermacare lower back and hip heat wrap applied on her ribs for muscle pain. After applying the heat wrap, the consumer experienced a burn. She noted she did not feel that much heat. No additional information was provided.